Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable causes may include kinks, leaks or blockages. The instructions for use offer further guidance. No serial number was provided. A DHR review could not be performed. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that, during treatment, when changing the dressing and resuming treatment, renasys touch device showed the message of the canister full alarm displayed on the screen. The treatment was completed without delay using a smith & nephew back-up device. No other complications were reported.